Event description:
Alleged overinfusion, police investigation - same hospice and same pt as previous report. After recent police investigation at hospice a further ms16a was brought to us to evaluate by police. Device alleged to be running fast. No long term injury reported and subsequent pt death not attributed to alleged incident. Nurse checked 2110 hrs and noticed that device 'running too quickly' - changed driver same syringe.

Manufacturer narrative:
Evaluation summary: police attended meeting/investigation. File closed as no fault found - no evidence to suggest that this device could have caused or contributed to the alleged infusion anomaly (alleged/suspected tampering). No further action required by smiths.